Event description:
It was reported patient had low impedances on the lead. Surgical intervention was undertaken on (B)(6) 2025 during which the lead was disconnected and reconnected to the ipg header. The issue was resolved and therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.